Manufacturer narrative:
Complaint conclusion: as reported, during a left sided diagnostic heart procedure, the distal tip was noted to be cracked on the 100 cm. F4 inf jl 4 diagnostic cardiology catheter. There was no patient injury. The physician removed the jl4 and replaced it with another cordis jl4 in which he completed the procedure successfully. The product was stored as per instructions, opened in a sterile field, and used clinically in the patient. There was no other product issue noted either at the account, after the procedure, or prior to shipping for inspection. The device was removed/pulled out from the patient gently. There were no pieces of the device left in the patient. The tip of the complaint product was not inspected prior to use. There were no problems noted during preparation. There were no problems reported in flushing the catheter. There was no difficulty obtaining vascular access. There is no target lesion, lesion characteristic information available. One non-sterile cath f4 inf jl 4 100cm were received coiled inside a plastic bag. Brite tip was received damaged. No other discrepancies were found. During microscopic analysis, the brite tip was observed with a pin hole. The unit was sent to sem analysis in order to analyze the potential cause of damage. Results showed that the tip presented evidence of elongations that could be induced by an application of force on the zone of the rupture. Also, the deformation observed suggest that the force that caused the ruptured was applied inside to outside. No other anomalies were found during the analysis. The od and ID of the unit received were measured near to brit tip and no anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The event of ¿brite tip/distal tip - cracked-in patient¿ reported by the customer was confirmed due to condition in which the unit was received. The exact cause of the reported event could not be determined. However, patient or procedural factors, as evidenced by elongations, could have contributed to the reported event. According to the products instructions for use, users are cautioned to not use open or damaged packages, as was done in this case. Controls are in placed to detect this kind of issue. Neither the device history record review nor the product analysis suggests that the event is related to the manufacturing process. Therefore no corrective or preventative actions will be taken. Please not that this is the initial/final report.

Event description:
As reported, during a left sided diagnostic heart procedure, the distal tip was noted to be cracked on the 100 cm. F4 inf jl 4 diagnostic cardiology catheter. There was no patient injury. The physician removed the jl4 and replaced it with another cordis jl4 in which he completed the procedure successfully. The product was stored as per instructions, opened in a sterile field, and used clinically in the patient. The product will be returned for analysis. Additional information has been received. There was no other product issue noted either at the account, after the procedure, or prior to shipping for inspection. The device was removed/pulled out from the patient gently. There were no pieces of the device left in the patient. The tip of the complaint product was not inspected prior to use. The complaint product was prepped properly according to the instructions for use (IFU). There were no problems noted during preparation. There were no problems reported in flushing the catheter. There was no difficulty obtaining vascular access. There is no target lesion, lesion characteristic information available.